Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that his wife found him unconscious and called the paramedics. Customer was hospitalized due to low blood glucose. The blood glucose reading was 29 mg/dl at the time the paramedics arrived. Troubleshooting was performed and found that the insulin pump had incorrect programming and incorrect time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.